Event description:
It was reported that the ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This report is late due to a delay in receiving paperwork and an administrative error. Final analysis found that the proximal insulation was abraded at 10.2 cm to 10.5 from the connector pin due to friction to the device can. The proximal coil was exposed at the same location which could cause the reported noise.